Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the needle and thread were found to be disengaged when the package was opened. The device was not used on the patient. A new suture was opened and used to resolve the issue. There was no patient involvement.